Event description:
The device was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. The device passed test steps during testing. Wo item matches the serial label. Device was cleaned and disinfected. Device update complete. Unit is in correct condition to assemble. Ui panel was smudged. Warning label placed. Assemble was corrected properly. It was determined that the device was not acceptable for use therefore the device was scrapped. (Please check the evaluation results. You must need to make sure that you put the results under repair evaluation task or inv task). If any additional information is received, a follow up report will be filed.